Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that blood leaked from the middle of the drain. Why was a related file opened and reservoir being returned? Was there any issue/defect with the reservoir 2179? If yes, explain? -the reservoir was also reported in this complaint by the sales representative. However, we do not have information whether there was any issue with the reservoir or not.¿ was the reservoir inflated when the leakage from the drain noticed? ¿no information. How was the case completed? ¿no information. Was the patient required to return to operating room for replacement of the drain. ¿no information.

Event description:
It was reported that the patient underwent a high tibial osteotomy procedure on (B)(6)2017 and the reservoir was connected to a drain. During the procedure, a drain was placed at the joint and after a drain was fixed, the affected area was bandaged. Then, when the reservoir was activated, it was observed that blood leaked from the middle of the drain. There were no adverse patient consequences reported. No further information is available.